Event description:
Health professional reported left side capsular contracture baker grade ii-iii/IV. Device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture.

Event description:
Health professional reported left side capsular contracture baker grade ii-iii/IV. Device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
Photo evaluation: visual analysis of the photographs identified: ¿ capsular contracture: unable to confirm as it is a medical event not related to the device. ¿ observed an opening the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Also has red particles in the surface of the shell. It is not possible to determine the lot number or catalog through the photos provided. Additional, changed, and/or corrected data: h6.